Event description:
Caller reported cgm error 42, which involved a malfunction with the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for resetting the pump and assisted the caller through the process, resolving the issue as the error code did not reappear. Caller successfully initiated a new cgm session.